Manufacturer narrative:
(B)(4). Batch # u40e81. Additional information received: did device not fire clips (jammed)? No . Did device fire malformed clips? Yes. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lockout when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. The event described could not be confirmed as the device was returned empty and no product defect was identified, although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: when only three clips remain in the applier, a yellow clip counter indicator bar appears in the window." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a spleen surgery, the surgeon was not able to close the clips. It is unknown how procedure was completed. There was no harm to the patient. No more information is available.